Event description:
It was reported that the external pulse generator was sensing out of specification. The generator was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that the sensitivity was out of specification, one of the printed circuit board flexes was misaligned. Analysis also found the lower case, ring cover screw were contaminated, the side bail covers and battery drawer were broken, one side bail was missing, the ring was bent and the keyboard was scratched.